Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), the deflection button on the delivery system came loose after few deployment attempts and later, the device did not separate from the cup. The deflection button was inoperable. Therefore, the leadless ipg was attempted not used. No patient complications have been reported as a result of this event. On 2026-05-28: the delivery system was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the bond of the inner boss of the delivery system released from the inner shaft. The lumen of the delivery system was torn. The inner boss of the delivery system was loose. There was a deployment issue with the delivery system. The articulation of the delivery system was out of plane. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted that the inner boss was loose on the inner shaft and could be slipped from its location. This indicated the inner boss bond released from the inner shaft, and it could related to the deflection complaint. The device could not be fully recaptured at the time of analysis. The lumen torn caused the tether stick to lumen, and the shaft kinked/bent could be contributed to deployment complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.